Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms 6 days post device implant. A revision procedure was performed. Upon opening the pocket, the distal coil of the rv lead was noted to have easily pulled out of the device header due to the set screw not being all the way tightened down. The lead was reinserted into the device header and the set screw was tightened down. Shock impedance measurements were then noted to be stable and within normal limits. No additional adverse patient effects were reported. This product remains in service.